Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "dr didn't know that (B)(4) implants were inside pt. Called office intra-operatively and asked for c-taper heads-implants were sent to hospital. Thirty-six mm head was used. Rep was not present and not informed of case until case was nearing completion."